Event description:
Additional information received indicated the event of inappropriate defibrillation therapy was delivered due to atrial fibrillation reoccurred despite previous reprogramming. The device was reprogrammed to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that inappropriate antitachycardia pacing (atp) delivered for supraventricular tachycardia and post-sensed t-wave oversensing was observed on the device. The physician did not allege a malfunction of the device resulted in the inappropriate atp and alleged the device performed as expected based upon it's programmed settings. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.